Manufacturer narrative:
A complete lead was returned in one piece. Analysis was completed. Outer insulation damage was consistent with procedural damage. No other anomalies were noted.

Event description:
Related manufacturer reference number: 2017865-2021-32253. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's right atrial lead was sensing noise. The physician elected to explant and replace this lead. During the replacement surgery, insulation damage was noted on both the right atrial and right ventricular lead. Both leads were explanted and replaced without issue. The patient was stable throughout.